Manufacturer narrative:
H.10: it is likely that the deviations from device instruction for use mentioned in the initial report (h2o2 level not checked daily and used disinfectants not in the list of the approved ones) may have led/contributed to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow up communication livanova learned that the customer uses competitor's oxygenator and for this reason they do not use hydrogen peroxide (h2o2) to preserve the water quality within the device tanks. They use wdc2 disinfectant to clean the device which is not in the list of approved disinfectants provided by manufacturer within the instruction for use. The customer communicated that they were able to eliminate the contamination after performing disinfection cycle with wdc2. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.